Event description:
After traveling five miles, with the pt and the nurse from the pt home, the pts mother noticed the pts chest was not rising and there was no sound coming from the exhalation valve. The mother began to manually ventilate the pt while the nurse attempted to determine what was wrong with the ventilator. The nurse noted that the ventilator was not cycling and there was no alarm. After numerous attempts the nurse was unable to get the ventilator to operate. While driving back home the unit began to alarm and would periodically silence itself.